Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 125 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was unable to be primed during prime test due to faulty force sensor resistor. The device was received with cracked case at display window corners and battery tube threads, scratched display window.